Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced inaccuracy in cgm values during an extreme low. Pt was at work at the time of the event and became disoriented (unable to talk and extremely confused). Paramedics were called and took pt to the hospital, where his bg was confirmed at 23 mg/dl. Pt believed that his cgm was reading 50 mg/dl at the time of the event but did not check his receiver. Pt was fine and stabilized at the time of her call to dexcom technical support.